Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an unknown procedure that the anchor was broken during awling. The device did break in the patient and was removed, however, the hole was left empty and a new one was prepped for the backup device after a ten minute delay. A tap was used. The patient is reported to be okay post-operatively.

Manufacturer narrative:
Evaluation narrative - one 4.5 mm pk sa healicoil anchor assembly was returned for evaluation. Only the anchor and suture were returned for examination. Visual assessment of the inserter and suture showed no abnormalities. Suture is outside of the shaft indicating deployment of the anchor took place. Dimensional assessment of the inserter found it met print specification. Anchor breakage cannot be confirmed. Without the return of the anchor and patients bone quality a root cause cannot be determined. Device returned to the manufacturer on 28 january, 2016. (B)(4).